Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the small grasping retractor instrument cable was broken. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch down cable was found to be frayed at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable could cause or contribute to an adverse event if the failure mode were to recur.